Event description:
It was reported that the pump was cracked; but remained functional. On (B)(6) 2019, the pump fell and the touch screen became unresponsive. Customer¿s blood glucose was 116 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.